Event description:
This complaint is reportable based on add'l info received on (B)(6) 2011. It was reported a hole was noted on the tip of the product. When the physician inserted a brk needle, the doctor confirmed that there was a hole on the tip of the product. Another device from the same model, different lot was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
One 8f swartz introducer and one 8f transseptal dilator were received for eval. Visual inspection revealed a hole in the curve of the sheath, which was consistent with where a dilator would have come in contact during insertion. The hole was located .05095 inches proximal from the distal tip end of the sheath. The dilator was inserted and advanced which revealed the dilator tip exited through the hole. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with mfg as the event is related to construction or assembly of the device. A quality improvement project has been initiated to investigate the issue.